Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-03242 and 300509980-2009-03243 for the other associated device information. It was reported to boston scientific corporation that three resolution clip devices were used during a egd (esophagogastroduodenoscopy) procedure on a female patient performed on (B)(6)2009. According to the complainant, during the procedure, the clips misfired and the physician had difficulties trying to advance the device. Once he was able to advance the clip, it was dislodged from the catheter and the clip fell into the patient. The clips remained within the patient. The physician has no concerns with the clips passing naturally via peristalsis. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).